Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. It was reported the patient was not treated with antibiotics for the event. It was reported that the patient was retrained on proper aseptic techniques. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.